Event description:
The user facility reported that post heart catheterization a statseal was used in conjunction with the involved tr band. The tr band began to deflate in transit to holding room. Pressure was applied and a new band was placed. There was no hematoma and no other complications reported. The patient is stable. The blood loss was less than 250cc's. The patient was not injured, medical or surgical intervention was not required. The event occurred post-operative. Additional information was received on 28 apr 2023: there were 16 cc of air applied at end of case when the tr band was applied. The tr band was applied and from out of room to recovery room, failure was noticed so that's when they started to troubleshoot what was wrong. There was no noticeable damage to the device. The procedure was completed successfully.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted . This reported event has been deemed reportable based upon the investigation of the actual sample. The actual device has been returned for evaluation. One tr band was returned for evaluation. The sample was subject to visual analysis and 11 ml of air was found in left in the balloons. No damage or deformities were noted on the balloon assembly or band. The sample was subject to leak testing. Approximately 18 ml of air was injected into the balloons and the band was submerged in a water bath for approximately 30 seconds to check for air bubbles. Air bubbles were observed from the check valve. The sample failed leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, a foreign matter was found in the check valve. The complaint can be confirmed for air leakage issues. The cause is a foreign matter in the check valve. The ops quality engineer (qe) was contacted, and non-conformances (nc) was initiated for this issue. Nc will contain root cause analysis and corrective actions. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).